Event description:
It was reported that after fixation of a right atrium leadless pacemaker (ralp) the physician was unable to release the ralp from the catheter. The physician attempted to re-dock the ralp onto the catheter resulting in the ralp releasing prematurely and embolizing in the right atrium. The ralp was retrieved and the physician elected to complete the procedure with a different ralp. The patient is recovering following the procedure.

Manufacturer narrative:
The reported events of separation failure, docking issue, during procedure, and premature separation could not be confirmed. Visual inspection showed that the outer and inner helix lengths were within specification. Visual inspection showed that the device button where the bullets on the tether interact was within specification further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.